Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella 5.5 implant and once support was initiated, motor current was still flat and lower than expected flows on impella. The patient is on va ECMO (venoarterial extracorporeal membrane oxygenation) currently. It did not look like the 5.5 ingested a clot. Visualized impella on tee (transesophageal echocardiography) and nothing was noted to be blocking or interfering with inlet or outlet. The p-level was increased but got suction with anything above p4. A decision was made to optimize patient by balancing ECMO and impella flows while giving volume. Impella is in a good position. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. The impella was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely patient condition. Added- corrected model number.